Event description:
The customer reported that the system presented a speaker malfunction causing the alarm not to be heard. The device was not in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone (B)(6). Reporter phone (B)(6).

Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer and confirmed that they were unable to hear sounds; however, there was an inoperative message present. The rse provided the customer a replacement speaker under warranty. The cause of the reported problem was confirmed the speaker. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.

Event description:
The customer reported that the system presented a speaker malfunction causing the alarm not to be heard. The device was in use on a patient at the time of the event, there was no adverse event reported.